Manufacturer narrative:
Sections with additional information as of 26-jun-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Adverse event report is being submitted due to symptoms related to diabetes - fatigue. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code; the error had occurred multiple times. Daughter is calling on behalf of the customer. At the time of the call, the customer reported feeling tired and fatigued; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/17/2021 and test strips were opened one month ago. Customer was not using proper testing technique, stating that he leaves the truemetrix air meter flat when performing blood tests. During the call a blood test was performed by the customer non-fasting and produced test result of 319 mg/dl using truemetrix air meter; customer was not concerned with the result obtained.